Event description:
Patient called into v-go customer care to report that her v-go fell off yesterday. Patient applied the v-go around 7am, then she stated that she went outside to do some yard work. Patient was outside for about an hour and that is when the v-go fell off.